Event description:
The report from the field provided the following info: the cypher stent shaft broke before putting into sheath. There was no reported pt injury. The product was not used in the pt. The reported event was discussed with the user facility the dr. There was nothing unusual about the prep or loading of the catheter onto the wire. The catheter did not get kinked at any time during the prep/loading process. The tech noted the break in the catheter as he ran his hands along the shaft and felt a defect. They feel that the catheter may have already been broken when they opened the packaging. They put the catheter aside and completed the case with another device. The sds never entered the pt.